Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced a pocket infection. It was believed the infection was due to a pocket wound from the generator change on (B)(6) 2020. The generator system was explanted. The patient was stable.